Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that they were unable to remove the battery cap from the pump. The reporter did not notice any evidence of moisture intrusion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the battery cap was hard to remove due to stripped threads on the cap. Unrelated to the original complaint, there was no damage found inside the battery compartment, but the battery compartment was cracked below the bumper pad. There was a crack in the case as well. There was evidence of moisture ingress. A leak test was performed and failed indicating a pump case leak. The pump powered up to a blank display with audible and vibratory tones. The buttons were unable to be tested due to the blank display. Files were unable to be downloaded as well due to internal moisture damage.